Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis showed the elective replacement indicator date was (B)(6) 2013. Concomitant products: 6947 implantable tachy lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - addendum: visual analysis of the die stack (stacked chip scale package (scsp) revealed no anomalies. Also, the perimeter of the scsp was optically inspected after removing all of the surrounding components and no anomalies were observed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.